Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. As corrective action, the pump was successfully charged, although the customer could not recall what charging supplies were used. No changes to the supplies were necessary.